Event description:
It was reported a small piece of the arthroscopy hook, at the distal end of the wand, broke off inside the patient. A small fragment was removed; however, the decision not to open the patient was made as the risks outweighed the benefits. It is unknown if any fragments went unretrieved. Follow up with the facility is currently underway. No additional information was available at this time.